Manufacturer narrative:
The reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with blood.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the helix of the right ventricular (rv) lead was attempted to retract but was unsuccessful. A new rv lead was used to resolve the event. The patient experienced no consequences.